Manufacturer narrative:
A ge service rep performed an on site investigation. The dose was adjusted during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 7600 system dose was out of tolerance. No pt injury was reported.